Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer initially complained of discrepant results for 1 patient sample tested for vitamin d total ii on a cobas 6000 e 601 module. Patient 1 initial vitamin d total ii result was > 250 nmol/l. The sample was diluted automatically 1:2 and repeated with a result of 84 nmol/l. The sample was repeated with no dilution and the result was 71.36 nmol/l. The customer provided data for an additional 29 patient samples tested on (B)(6) 2018. Of this data, the results for 5 patient samples were discrepant. Patient 2 initial result was 91 nmol/l. The repeat result was 69 nmol/l. Patient 3 initial result was 97 nmol/l. The repeat result was 63 nmol/l. Patient 4 initial result was 56 nmol/l. The repeat result was 23 nmol/l. Patient 5 initial result was 137 nmol/l. The repeat result was 39 nmol/l. Patient 6 initial result was > 250 nmol/l. The repeat result was 103 nmol/l. There was no allegation that an adverse event occurred. No incorrect results were reported outside of the laboratory. The vitamin d total ii reagent lot number was 255965. The expiration date was not provided.

Manufacturer narrative:
The customer declined to provide any additional information for the investigation. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The unique identifier (UDI)# for vitamin d total ii is: (B)(4). Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers.